Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in r wave sensing value was revealed. The physician prefers to monitor the patient until the ICD box change. The patient is well.